Event description:
It was reported that a flexima ureteral catheter was to be used in a procedure. During preparation, it was found that the packaging was unsterile due to the clear plastic cap at the top. The procedure was completed with an alternate device and there were no patient complications reported.

Manufacturer narrative:
Block b3: date of event was approximated to 06/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a1801 captures the reportable event of seal compromised. Block h11: investigation results: the device was not returned for analysis as the device was disposed by healthcare facility; therefore, a technical analysis could not be performed. A review of device history record was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of packaging seal compromised was defined in the risk documentation. Without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on a thorough review of the reported event, boston scientific has assigned an investigation conclusion code of cause not established.